Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was thrombotic occlusion inside the stent graft in the left external iliac artery. The physician performed a thrombectomy and a bare metal stent was implanted to secure the patency of the stent graft.  Per the physician the cause of the occlusion was most likely related to the stent graft being implanted in a narrow vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).